Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a retained sample was evaluated. No issues were found with the retained sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not allow the flow of liquid through the set during infusion. The liquid was blocked. There was no patient injury or medical intervention associated with this event. No additional information is available.